Event description:
Greiner bio-one butterfly needle. I had a lab draw. Usually when you get blood drawn, once the needle is in, the pain stops. And I have had a lot of experience with this. The entire time the needle was in there was excruciating burning type pain even though the needle was perfectly still. The technician's technique was fine - first stick, no digging. But I have never experienced such intense pain for routine lab work. I thought it was a maybe just an excruciating, but fluke occurrence until the staff told me that many pts have complained of the exact same thing since they switched to this brand of butterfly needles a few months back. Something is definitely wrong with that batch -or brand- of needles.